Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all info known by the reporter upon query by hospira personnel.

Event description:
During preventive maintenance testing at the user facility, the device alarmed with an e630 (screw rotation error) error code. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No add'l info was provided.